Manufacturer narrative:
The customer reported that their bedside monitor (bsm) displayed "input unit failure" during a procedure. The customer also reported that after they replaced the input unit, their bsm audibly alarmed and displayed a blue screen with error codes, after which it shut down all together. No harm or injury reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: an input unit was used in conjunction with the bsm, and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: input unit: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their bedside monitor (bsm) displayed "input unit failure" during a procedure. The customer also reported that after they replaced the input unit their bsm audibly alarmed and displayed a blue screen with error codes, after which it shut down all together.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) displayed an "input unit failure" error message during a patient procedure. The customer also reported that after they replaced the input unit, the bsm audibly alarmed and displayed a blue screen with error codes, after which it shut down all together. No patient harm was reported. Investigation summary: the customer indicated they had docked the bsm-1700 to another device but the issue persisted. The complaint unit was returned and was evaluated by nihon kohden repair center (nk rc). Nk rc was unable to observe/duplicate the reported issue. The reported issue could not be confirmed. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. The customer was provided with an exchanged unit.

Event description:
The customer reported that the bedside monitor (bsm) displayed an "input unit failure" error message during a patient procedure. The customer also reported that after they replaced the input unit, the bsm audibly alarmed and displayed a blue screen with error codes, after which it shut down all together.